Event description:
Reference number (B)(4) event occurred in the unites states. It was reported that the patient faced infusion set cannula is lifting due to poor adhesion event on (B)(6) 2025. The infusion set was in use for two days. No further information available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.